Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation. Maryland ligasure device was not returned for evaluation.

Event description:
The customer reported that during a lap gastrectomy with maryland device and a forcetriad the surgeon wasn't happy with the seal on the short gastric vessels. They opened a new maryland and switched to a different forcetriad and it was only when the forcetriad was changed that it seemed to work better. The scrub nurse had both maryland devices on the table and both worked with the second forcetriad; the settings were at 3 green bars. There was always a double beep indication a seal but it was still extremely oozy. The scrub nurse was also very experienced with ligasure and the jaws were cleaned sufficiently during the procedure. The surgeon, professor (B)(6) was also very experienced with ligasure. It was a very difficult case and the patients pre op inr lab was elevated which meant that he was very oozy from the start. There was no adverse event for the patient and the surgeon was happy with him 48 hours post op.